Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7072560.

Event description:
It was reported that the patient experienced inadequate stimulation caused by lead migration of both leads which was confirmed by imaging. The patient underwent a revision procedure in which an attempt to reposition the leads was made but due to scar tissue was not possible. The physician decided to explant all devices. The devices were not returned to for analysis as they were retained by the facility.